Manufacturer narrative:
Exact date unknown, event occured in the year of 2014. Explant date: 2014. Additional suspect medical device components involved in the event: product family: scs-linear leads, model: sc-2218-50, serial: (B)(4), batch: 276295/276408.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was also noted that the patient had to turn the stimulation up so strong which shook her body. The patient underwent a full spinal cord stimulator (scs) explant procedure. The explanted devices were not returned.